Event description:
The ge oec 9600 fluoroscopy system displayed iris pot error. System was non-functional with the error.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective hv cable to the collimator, that was replaced. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.